Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 120 units of insulin. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer added insulin to the existing cartridge and reloaded it successfully.